Event description:
During laparoscopic cholecystectomy a small black plastic piece of laparoscopic bovie hook (megadyne) broke off inside of patient. Doctor retrieved it with the laparoscopic suction/irrigator. Turned device in, with original packaging.